Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of the "intermittent select button on channel b". This event occurred during product evaluation. There was no pt injury or medical intervention necessary. This device utilizes user interface module master software version 5.04.00 that is categorized as "unremediated". No additional information is available.

Manufacturer narrative:
Eval summary: the condition of "intermittent select button on channel b" was found and confirmed during product eval. The assignable cause was due to contaminated pump head module (phm) channel b assembly. To fix the condition found during service the phm on channel b was replaced. The device was tested per procedure and returned within specification. This issue is being investigated.